Manufacturer narrative:
Uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, a less than 2mm piece of the needle tip broke off. The search for the device was unsuccessful and was too small for x-ray visualization. There was no patient injury.